Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, it was noticed that there was an issue with the aortic cutter. The top of the plastic housing seam cracked from the punch/pressure of the re-coil from the loaded aortic cutter. The surgeon noted that there was 'extreme firing' from the device and the device had a violent recoil. The procedure was completed with this device. The hospital did not report any pt effects.